Event description:
Healthcare professional reported "ruptured implants" and "saline was lost; silicone chamber intact". Later healthcare professional reported "capsular contracture baker grade ii". This record is for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ deflation: observed an opening through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "ruptured implants" and "saline was lost; silicone chamber intact". Later healthcare professional reported "capsular contracture baker grade ii". This record is for the right side. Device was explanted.

Manufacturer narrative:
Clarification to d1-d4 device information: "lumen double chamber approx 300-400cc implants" clarification to d6a implant date: partial date "approximately 1981." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.